Event description:
This patient had silicone breast implants placed in 1983. The patient postoperatively had tremendous pain. The implants were replaced three times. The patient continued to have muscle spasms. The patient also had pain in the left shoulder and trapezius area. The patient had a bilateral capsulectomy and both implants were removedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.